Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer wanted to know how to get his pump replaced. Customer had a no delivery alarm yesterday and a button error alarm the day before that. Customer was just sitting at his desk when the error occurred. Customer reported that the no delivery alarm was resolved by an infusion set change. Customer did not want to return the set or reservoir for analysis. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer treated with a manual injection and kept the pump in her pocket. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces however; no button error alarms were noted during testing. The insulin pump was received with cracked case at display window corners and belt clip slot. Unit received with minor scratched liquid crystal display window.